Manufacturer narrative:
Evaluation of the returned pod pc confirmed the embolization coil was still intact with the pusher assembly. Further evaluation revealed that the pet lock was separated, the pull wire was retracted, but the embolization coils proximal constraint sphere was still within the pusher assembly ddt. During functional testing, the embolization coil was able to be removed from the pusher assembly ddt with resistance due to the proximal constraint sphere being stuck to the ddt initially. The root cause of the proximal constraint sphere sticking to the ddt could not be determined. Further evaluation also revealed offset coil winds. This damage was likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported complaint.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a ruby coil detachment handle (handle), pod packing coils (podj), a non-penumbra microcatheter, and a non-penumbra sheath. During the procedure, the physician detached the initial coils in the target vessel using the handle. The physician then advanced a podj into the target vessel and used the handle to detach it; however, the podj failed to detach after multiple attempts. Therefore, the podj was removed. The procedure was completed using the same handle and additional coils. There was no report of an adverse effect to the patient.